Event description:
Reporter alleged blood glucose measured 300 mg/dl compared to a result of 110 mg/dl when performed within a minute of each other. It was stated no actions were taken or treatment received as a result. A request was made for the return of the suspect device and replacement product was sent.